Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was unable to charge their implants and that they were seeing not lightening bolt on the recharger. The patient reported that they had their recharger replaced and did not yet have a patient programmer. The patient had spoken to a manufacturing representative about using the device and that no one had shown her how to use the recharging equipment yet. The patient was redirected to their primary health care provider. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.